Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the surgeon felt that the device's "effect on the tissue was inadequate.' The surgeon then used a second device. It is unknown how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 07/08/2008. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the device manufacturing records was conducted and the device met all finished goods release criteria. This is one of two medwatches being submitted as two device were involved in the event. See also medwatch 2210968-2008-00505. The same patient is represented in each medwatch. Device code other: insufficient drive of disposable.